Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported product was not returned for investigation. Since no product was returned, functional testing could not be performed. No device lot number was provided so a device history record review and a complaint history review could not be performed. The following have been updated: date of this report. Date received by manufacturer. Type of report, follow-up number. Follow up type. Evaluation codes. Additional narrative. Evaluation of the product could not be competed as no product was returned to the manufacturer's facility. If further information becomes available or the product is returned, a supplemental report will be submitted.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not returned.

Event description:
It was reported that a zirconia abutment (edaz) fractured at the base. No additional surgical intervention was reported.